Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noisy signals. Which led to inappropriate atrial tachycardia response (atr) episodes. Low out-of-range pacing impedance measurements were also observed. Troubleshooting efforts were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).